Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, illness requiring steroids, psychological disorder, xerostomia, smoker, periodontal disease, diseased mucous membrane, bone resorption, bleeding, inflammation, mobility.